Manufacturer narrative:
(B)(4). Date of event is 2020. Investigation summary as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an unknown procedure, "joe's loose and clip cannot be ligated." There was no adverse consequence to the patient. The customer does not want to provide additional information about this pc.